Event description:
Non-delivery reported: at the time of the reported event the pump was infusing dopamine (prescription/pump settings unavailable). It was reported that after the pt was transferred from the table to the bed, the nurse discovered that the pump was not operating. No audible alarms were activated when pump ceased functioning. The pt's blood pressure dropped to a "critically low" level (blood pressure range not available). It was reported that the dopamine infusion was transferred to another pump immediately and the pt's blood pressure increased to an acceptable level. The pt was undergoing an urgent coronary artery bypass procedure. Though requested, no other info was available.